Event description:
It was reported that during an implant attempt, the helix on the lead would not extend despite multiple turns and the helix would not gradually extend but would "jump" out suddenly. The lead was explanted. During the same procedure, another lead's helix would not gradually extend but "jumped" out as well. The lead remains in use. The physician expressed that there are problems with this lead model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.